Event description:
Rn primed tubing with blood and put tubing in alaris pump channel. Shortly after starting the infusion, the rn noticed blood dripping on the floor. A small hole was found in the tubing on the part that goes into the channel. According to the blood bank instructions, the blood product was to be disposed of and not returned. Blood tubing and blood product were thrown away. Patient requried another transfusion with a new blood product and tubing. The first blood product was wasted due to the defective tubing.